Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/10/2015 with the following findings: on investigation, the pump powered up to a discolored display screen. The battery compartment was found to have cracked from below the grip pad to the case seal and along the side to the left of the grip pad. The vibratory and auditory features were operational. No tactile issues were found with the keypad buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was discolored, and the battery compartment was cracked at a couple of places. This report is made based on the results of investigation completed on (B)(6) 2015.